Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. Issue resolved and therapy has been restored.